Event description:
Male who received 1 injection of sculptra (poly-l-lactic acid) in 1/2006 for an unk indication. Site of injection was unk. In 1/31/2006, the pt complained of difficulty swallowing, redness and swelling in his cheeks and neck, and an abscess on the outside of his cheeks. In 2/2006, he presented to an emergency room (ER) and was hospitalized due to swelling of the face and cellulitis. He was diagnosed with folliculitis and cellulitis. Lab test performed inlcuded a culture of abscess of his cheek, which showed 25 white blood cells and grew 1 to 5 gram positive cocci. Cefazolin 1 gram every 8 hours was initiated as treatment that same day. In 2/2006, his physician noted that the left cheek and face were more defined. Reporter did not know lot number and expiration date for sculptra. All events were reported to be resolving. Concomitant medications included zetia (ezetimibe), tricor (fenofibrate), lortab 5/200 (hydrocodone/acetaminphen), viracept (nelfinavir), trivita, potassium supplement, and pravachol (pravastatin sodium). Other medical history included arthritis, hypertension, and hypercholesterolemia. Additional info was obtained in 2/2006 from the plastic surgeon who administered the scupltra treatment. Pt's medical history is signficant for mrsa (methicillin resistant staphylococcus aureus) infection of the scalp; pt had just completed an antibiotic course 2-3 weeks prior to sculptra injection. In 1/2006, two to three sculptra injections were performed into each buccal area using sterile technique. The pt was told to massage the injection sites. The pt, on his own, decided to massage with lubriderm lotion. He developed a follicular reaction to both cheeks, bilateral mandibular ridge regions, and the submental region. The reaction looked like "bad acne" with pustles. The pt was hospitalized in feb with subcutaneous abscess, cellulitis, ajd folliculitis. Incision and drainage of the abscess was performed; fluid culture grew mrsa. Pt was treated with vancomycin IV and discharged with minocycline. Physician confirmed the pt is recovering. Pt also had laryngitis with tonsillar pillar injection with difficulty swallowing. Throat culture was negative. The physician reporter was uncertain of the relationship of the events to sculptra treatment. Massage of the face with lubriderm lotion in the setting and past history of mrsa was provided as a possible explanation for the events.